Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2015 with blood glucose of 600 mg/dl. Customer was taken to the hospital via ambulance. Customer had symptom of vomiting. Customer was hospitalized due to diabetic ketoacidosis customer was hospitalized for three days and was treated. Customer removed insulin pump while in the ambulance. Customer states that high blood glucose was caused by no delivery. Customer states that when no delivery alarm was received he was able to reset, but it would happen again. Customer was not able to troubleshoot due to not having insulin pump. Customer was put on insulin pen. Customer will meet with healthcare professional.